Event description:
It was reported that a "fluid leakage was observed during bipolar resection of uterine polyps. The leakage was so intense that the procedure had to be interrupted. Polyps were not removed. The leak occurred from the sheath and the working element. The procedure has not been completed". No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The products have been returned to karl storz tuttlingen on 2024-10-23. When examining the articles, the leakage could be reproduced. The articles were assembled and, in connection with air and water, the rising air bubbles could be seen at the working element. The location and the information from customers would match. On closer inspection, slight damage was noticed in the area of the teflon bushings on article 26055eb, which probably led to the leakage. After an evaluation of the article, such a leakage could not be found in other complaints. This is the first complaint in this direction, so a system error cannot be assumed. This defect can have occurred in different ways, for example, in the production site during manufacturing, but also at the end customer's site when cleaning with a brush or due to an incorrect loop. Since the error cannot be classified 100% and the evaluation data cannot provide any indication, the error cannot be determined. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d10. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).